Manufacturer narrative:
This was initially reported on the summary report dated 12/28/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced sling obstruction and scarring. The device remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00313, 3011770902-2016-00311.